Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/9/2024 a beta bionics clinical diabetes specialist (cds) became aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6)2024. On (B)(6)2024 a beta bionics customer care agent followed up with the user about the event. On (B)(6)2024, the user experienced an incident during their first time changing the ilet cartridge. While attempting the change, the entire cartridge of insulin was discharged, likely because the device was not rewound before inserting the new cartridge. Ilet data logs revealed no rewind action during this process, and the user may have been connected to the device while priming it. The incident resulted in low bg levels, with the lowest recorded at 45 mg/dl. The user experienced disorientation, sweating, and nausea and initially used orange juice and 4 glucose tablets to treat the low. Ems transported the user to the ER, where they were treated with a sugar drip and glucose gel. The user was admitted to the hospital on (B)(6)2024 and discharged on (B)(6)2024. They are scheduled to reconnect to the ilet system after additional training later in the week.